Event description:
It was reported that "during a lap procedure an auto-suture device was inserted through the reducer and an inner seal tore out. It fell into the pt. It was retrieved. There was no pt injury and the procedure was not altered."